Event description:
It was reported that the physician deployed the coil into the aneurysm and needed to reposition the coil. When he retracted the pusher into the catheter, the coil detached. When the wire was re-advanced, it pushed the coil out into the internal carotid artery. The patient underwent a successful craniotomy for aneurysm clipping and removal of the coil.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found severely kinked. When advancing the coil through the catheter, the kinks were allowed to straighten. As the kinks straightened, the release wire pulled into the distal tip of the pusher assembly causing the implant to detach.